Event description:
Investigation has been completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of speaker not operating in full sound was validated and confirmed during testing. During testing this was discovered front speaker was very low to no sound than the bottom speaker. The cause was isolated to front piezo which was replaced. Device was in good overall good condition. Device passed all functional testing and ready for service.

Manufacturer narrative:
Investigation received completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. Complaint of volume out of specification was not duplicated during testing and the test results revealed delivery accuracy manufacturing specifications of +/-6%. No evidence was revealed in the event log. The device overall was in good physical condition, so no action taken, as no fault could be verified.

Event description:
Investigation results completed on a smiths medical pumps/cadd solis vip pumps - 2120. Summary in h 10.

Event description:
Information was received indicating that volume result of a smiths medical cadd solis vip pump was out of specification. No adverse effects were reported.